Manufacturer narrative:
The reported field events of no communication and no output were confirmed in the laboratory to be due to a depleted battery. The device was tested on the bench and no source of high current was detected. The source of the battery drainage could not be determined, but is likely due to excessive charges caused by a lead anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the device could not be interrogated and exhibited no output. It was noted that the patient had received an electrical shock from a small appliance two months prior. The device was explanted and replaced.